Manufacturer narrative:
Additional information: g1: (B)(4). H10: no d1000 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.h11: d10: no - the device involved in the event was initially indicated as available for further evaluation by the manufacturer in error.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation but has not yet been received.

Event description:
It was reported that a tego connector, attached to a catheter, leaked a clinically significant amount of blood during patient use. The blood was reported to be seen on the pocket dressing of the catheter. The report also indicated that the user facility uses catheters without clamps due to losing pieces that have been integrated into the design of the catheter being used by the patient. The tego device was reported to have been removed from the catheter and replaced with a catheter closure cap without issue. Although there was patient involvement, no harm was reported. No additional information is known at this time.